Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming history it was noted that the patient had an incomplete diagnostics that resulted in a setting change. The setting change was noted and partially corrected. The off time was left at 60 minutes off and was not corrected until a later date.